Event description:
A surgeon reports that during intracular lens (iol) implant surgery the incision was enlarged to faciliate removal of the iol when a bent haptic was noted after insertion. There was vitreous loss and a weck cell vitrectomy was required. Additional information has been requested.